Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2014, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was to get MRI information. The caller indicated that the patient had the ins removed and the lead remained implanted. When asked for details about the reason for the explant, the caller stated that the information in the patient's medical record indicated that the device was shocking the patient and it was not treating the pain appropriately. The md did not feel safe removing the leads when the ins was explanted. Troubleshooting was not required. The issue was not resolved through troubleshooting.